Manufacturer narrative:
Unfortunately, no sample was received for evaluation; therefore the reported issue could not be confirmed. A review of the device history record for the product was also not available, therefore no further evaluation could be performed.

Event description:
Device failed to function properly; therefore, unable to get proper prognosis.